Event description:
Customer's facility biomed reported that when end user was attempting to transmit a 12 lead ECG, the device screen went blank and the service led was illuminated. Following the event, the device was taking a long time to power on and up to 20 seconds or more to switch between screens. The reported problem had no adverse effect on pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure at the failure analysis center. Physio cleared the device memory and observed proper device operation. It was found that a possible corruption in the pt file data may have been the cause of the failure. However, a conclusive cause of failure was not determined. A replacement device was provided to the customer.